Event description:
It was reported that the jetstream catheter became stuck on the wire. A 2.4mm jetstream atherectomy catheter and a non-bsc guidewire were selected for a procedure in the popliteal and truncus. The lesion was not strongly calcified. During the procedure, the jetstream catheter became irreversibly stuck with the non-bsc guidewire after 3:18 minutes of activation. It was not possible to remove the guidewire through the jetstream catheter. The non-bsc guidewire and jetstream catheter were removed together as a unit. The introducer sheath was not removed. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The guidewire was stuck in the device. The guidewire was protruding from the proximal end of the device approximately 175 cm. The device and the catheter shaft were analyzed for damage. There was no damage on the device. Functional testing was completed by connecting the device to the jetstream console. The device functioned as designed. Dissection of the device tip showed that the device was run over the tip pf the guidewire. The guidewire coils became unraveled and caused the guidewire to stick in the catheter tip. Inspection of the remainder of the device revealed no damage or irregularities. The jetstream device dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list.

Event description:
It was reported that the jetstream catheter became stuck on the wire. A 2.4mm jetstream atherectomy catheter and a non-bsc guidewire were selected for a procedure in the popliteal and truncus. The lesion was not strongly calcified. During the procedure, the jetstream catheter became irreversibly stuck with the non-bsc guidewire after 3:18 minutes of activation. It was not possible to remove the guidewire through the jetstream catheter. The non-bsc guidewire and jetstream catheter were removed together as a unit. The introducer sheath was not removed. There were no patient complications and the patient was fine.